Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had wear at fold in the proximal end, distal end and in the middle of the cylinder; a leak was identified. The cylinder had a hole in the outer tube from avulsion in the middle of the cylinder. The second cylinder had wear at fold in the proximal end, distal end and in the middle of the cylinder. No leaks were identified in the second cylinder. Based on the information available and analysis results, the hole and leak identified in one of the cylinders confirmed the reported clinical observation of cylinder hole and inflations issues. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. Upon removal, the physician observed the cylinder outer sheath shredded off and the inner part of the cylinder had to be cut because it was stuck in the corpora of the patient. The pump and cylinders were removed and replaced. Air was observed inside the explanted prosthesis. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to inflation issues. Upon removal, the physician observed the cylinder outer sheath shredded off and the inner part of the cylinder had to be cut because it was stuck in the corpora of the patient. The pump and cylinders were removed and replaced. Air was observed inside the explanted prosthesis. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.